Event description:
It was reported that "memory in catheter and guidewire. Breakage of introducer and catheter. Pt with hematome".

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of rewl0454 showed one other similar product complaint(s) from this lot number.